Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged the next day not 2 days post index procedure as originally stated on aspirin and prasugrel.

Event description:
Taxus liberte clinical study. It was reported that after a coronary artery treatment procedure the patient experienced chest pain. The target lesion was located in the proximal left anterior descending artery with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion with pre dilatation and implanting a 3.00 mm x 32 mm taxus liberte stent with 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. 374 days post index procedure, the patient was admitted with cardiac chest pain. Cardiac catheterization was recommended. Coronary angiography was performed without revascularization. The event resolved without residual effects and the patient discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when coronary angiography was performed at the time of the event, revealed 80% in stent restenosis in the proximal left anterior descending artery. 376 days post index procedure, not 374 days as initially reported the proximal left anterior descending artery was treated with cutting balloon with 10% residual stenosis. The patient was discharged 2 days later.